Event description:
It was reported that there was a malfunction of the patient's device, disable of on/off, and eos (end of service) message appeared on the programmer. The device was explanted. There was no patient injury and the patient recovered without sequelae. Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the battery was at normal end of life. The telemetry and output were okay. The battery did not show any signs of an internal short or any cause for premature depletion. A short circuit could have occurred in the extension/lead system, which was not received for analysis. The returned ins was tested with a known good extension and lead. The lead proximal end was connected to the extension, while the lead distal end and ins were submerged in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.